Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for (B)(4) was reviewed and the product was produced according to product specification. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned for evaluation.

Event description:
(B)(6) received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2016-00076 for the first patient it was reported that the endotracheal tube was inserted during an emergency intubation while cardio pulmonary resuscitation was in progress. The cuff was checked prior to insertion. Following insertion, the cuff worked for around two minutes, then failed after a small change to the patient's head positioning. No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned without original packaging. Visual examination of the sample revealed a small amount of significant biologic matter inside the tubing and cuff. The microcuff balloon was infused with water. Immediately, leakage was observed in the area near the proximal collar of the cuff balloon. Both the proximal and distal collars of the cuff balloon were attached to the tubing. When viewed under magnification, a lateral slit near the proximal area of the cuff balloon was observed. No root cause was identified. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Event description:
Per additional information received, the patient was elderly and sick and on life support during the reported events. No injury to the patient was reported.